Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the provided image was performed and based on the image, the setup on the generator side appears to be correct. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during the final stages of a da vinci-assisted surgical procedure, the surgeon and nurse experienced an electric shock while using a handheld monopolar pencil connected to the e200 generator. The e200 generator, grounding pad and monopolar pencil were inspected before use and no unusual findings observed. The monopolar pencil instrument was tested to an external electrosurgical unit and it was working as expected. The surgical staff did not observe any arcing of electrical energy during the procedure. No instrument was involved in an arcing event, and no damage or abnormalities were noted with instruments or accessories during use or inspection. There was no arcing observed between instruments and cannula openings, and no collision occurred between a non-energy instrument and an activated energy instrument during the procedure. Despite the reported shock, neither the surgeon nor the nurse exhibited health issues following the event. An intuitive technical support engineer (tse) was contacted and recommended checking the integrity of the neutral grounding pad. The customer indicated that immediate inspection of the grounding pad was not possible as it was positioned underneath the patient. The customer committed to verifying the grounding pad¿s integrity after the procedure but did not respond to follow-up communication from the tse. The procedure was delayed by less than 15 minutes and was successfully completed robotically. The staff did not report any injuries and no medical intervention required.